Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. No button error alarms were noted. All of the buttons functioned properly. However, moisture damage was noted on the keypad traces.

Event description:
It is reported by the mother of the customer that the customer had high blood glucose levels of 300 mg/dl. The mother of the customer reported a button error alarm coming from the insulin pump. The customer was advised to discontinue the use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. The customer was further advised to contact her health care professional to check the basal rates. Advised the customer to remove the batteries from the insulin pump. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.